Event description:
As the catheter was being passed, there was resistance met and the end of the catheter introducer broke off. The piece was successfully retrieved in its entirety from the patient's vessel.